Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the m.blue . Deposits on the outer side of the inlet of the m.blue. Permeability test: a permeability test has shown that the m.blue plus is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: both valves were tested and are adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances at both valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our examination results, we are able to determine deposits. The deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (part # fx824t) was implanted during a procedure performed on (B)(6) 2021. The complainant reports a fall of the patient on the valves. In medical review, the pressure setting of the shunt system was changed. A delayed click of the valve membrane was noticed. In addition, the surgeon suspected overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 120 centimeters (cm), weight: (B)(6) kilograms (kg), gender: male.